Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing split while it was in use, location of the split unspecified. There was no patient harm, and no report of medical intervention.